Manufacturer narrative:
The actual device was evaluated. Visual, photographic and mechanical testing was perfomed. The device met all specifications.

Event description:
Dhs plate broke post-op and was removed.